Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint indicating that the device failed the self-test. There was no reported patient involvement. The customer performed another self-test under the rse's instruction, and the device passed the test, the error could not be replicated. Based on the information available and the testing conducted, the cause of the reported problem was confirmed due to the customer not being familiar with the device operation. The device remains at the customer's site. No further action is required at this time.